Event description:
A review of programming and diagnostic data was performed, which identified that high impedance was observed on (B)(6) 2013 and does not appear to have resolved. Attempts are underway for additional information. No other information has been provided.

Manufacturer narrative:
Analysis of programming history. Device failure is suspected, but did not cause or contribute to a death or serious injury.